Event description:
The complainant reported the patient was on impella 5.5 support due to shortness of breath, activity intolerance, and cough. While on support, computed tomography scan was done showing evolving stroke. Computed tomography angiography showed pseudo aneurysm in carotid with no clot formation. Per the rep, it is unclear if the patient's stroke was from the impella. The patient also has a left ventricular clot which could have been the cause. The repeat echocardiogram the following day didn't show the area of concern on the device that was questioned to be a clot but never fully confirmed. Additionally, the patient developed shortness of breath and chest pain. He started on o2. Partial thromboplastin time range was increased due to left ventricle thrombus. The patient was also on antibiotics and antifungal for sepsis, suspected aspiration pneumonia. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The investigation has been completed. No product was returned. Per the clinical investigation, as the necessary information was not provided, the root cause of the thrombus, stroke, and sepsis was not determined. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: warnings & cautions: warnings. Section: pre-support evaluation. Section: axillary insertion of the impella 5.5 catheter. Section: direct aortic insertion. Section: use of impella with transcatheter aortic valves. "In patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ section: table 3.2 impella catheter components: ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿